Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin from the black power cable was confirmed. It was confirmed to be pin 4 (negative power line) that broke off the black power cable lemo connector. A review of the submitted log file spanned approximately 9 days (B)(6) 2020 per time stamp). No notable alarms were active in the log file up until the driveline was disconnected on (B)(6) 2020 at 09:36 for a controller exchange. The heartmate ii system controller (serial (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the broken pin cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use section 8, ¿equipment storage and care¿ and heartmate ii patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient had been admitted to the hospital awaiting heart transplant. While admitted, the vad coordinator noticed a pin from the patient's pocket controller was broken, and was stuck in the ungrounded patient cable. The controller ungrounded patient cable needed to be replaced.